Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient received a revision left knee on (B)(6) 2026. Coming back for his follow up appt today x-rays showed movement of post and wire disassociated from poly insert. Patient revised. Update: patient hasn't been revised yet. The revision components are still in until further determined when the procedure will be scheduled.